Manufacturer narrative:
Liebel flarshiem service engineer evaluated the injector and noted that the pressure on the a side of the injector was slightly low. The original report of uncommanded movement was not observed. The touch screen assembly was replaced as a proactive measure, due to the nature of the reported complaint. The pivot post and pivot post pin were missing and were replaced. The unit was re-calibrated and retested and no abnormalities were noted. Repairs done per procedure manual. Injector was ran through burn-in testing overnight and had no other issues.

Event description:
Customer reported that a male was undergoing a CT procedure to check out the condition of a previous stented graft when the injector stopped at the beginning of the injection. She disconnected the tubing from the pt's IV site and when she touched the injector screen to find out what the error code was, the injector started to inject on its own. She had the tubing pointed down to the floor and estimates that the total amount injected onto the floor was 10cc before she was able to stop the injector. There were no injuries to the pt or herself. She was using 90 inch tubing between the contrast syringe and the patient's 20 ga IV needle. Her protocol for the injection was 4cc/sec for a total 125cc and the psi reading on the injector showed 180. She estimates that the patient received only 4cc.